Event description:
On (B)(6) 2008, a miniarc sling was implanted to treat the plaintiff for stress urinary incontinence. As a result of having the implanted product the plaintiff¿s attorney alleges that the ¿plaintiff has suffered severe and permanent bodily injuries, significant mental and physical pain and suffering, along with infection or inflammation, tissue abrasion, and other severe adverse health consequence.¿ it was also alleged that following the implant surgery the plaintiff was advised by another physician to have the product removed and replaced with a new one, the plaintiff has not yet undergone such a procedure due to the concerns it may result in worse symptoms than she currently has. It was further alleged by the plaintiff¿s attorney that the plaintiff ¿continues to suffer from pelvic pain, leg pain, back pain, inflammation, urinary incontinence, painful bowel movements, constipation, dyspareunia (painful sex), depression, and has been diagnosed with bipolar disorder. Additionally, the plaintiff has been unable to work since undergoing the surgery due to the complications caused by the mesh.¿

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.